Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Event description:
It was reported, following a percutaneous peripheral intervention (ppi), an angio-seal sts plus was selected for use. The deployment was completed without any problem and the pt returned to the hospital ward post procedure. Two days after deployment, a hematoma was observed at the puncture site. Manual compression was applied, but without success. The physician performed a percutaneous transluminal angioplasty (pta) to seal the puncture site, but was unsuccessful. The pt underwent surgery. Surgical findings revealed the anchor was in the pt's artery, but it was not firmly attached to the artery interior wall. The pt's condition after surgery was unk, but reportedly the pt passed away sometime after surgery. The event date is month specific, occurring sometime in (B)(6) 2011. The complaint product used may have been from lot numbers: 3286166, 3258865, 3228714, or 3244886. Additional info was not available at this time.